Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed by quality with limited information.  Potential causes of an achy burning feeling are unintended stimulation, improper programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerves outside the target nerves, interference from other electromagnetic sources, interference from a non-curonix device, and patient contraindicating conditions. However, the patient's issue was resolved after the device was reprogrammed. The stimulator is used to treat pain.  The cause of the reported issue is due to incorrect programming parameters as the patient's issue was resolved after the device was reprogrammed (user error - clinical representative). CAPA: 2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported an achy burning feeling in their buttock which started during the procedure. The device was reprogrammed and the patient was no longer getting a burning pain in their buttock.